Event description:
It was reported that during a laparoscopic gastrectomy procedure, the packman seal was torn down during surgery. It is unk how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.